Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00146.

Event description:
Allegedly revised due to a broken nail and screw.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed and analysis showed no trend. Device history record reviewed. Photographs and x-rays provided. Product not returned. Evidence that product in specification when used. Undetermined.